Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf bi-directional navigation catheter and developed coronary artery stenosis and posteriorly died. During the procedure, the pentaray catheter was introduced through retroaortic access to perform left ventricle (lv) mapping. The pentaray catheter was then removed and the thermocool® smart touch® sf bi-directional navigation catheter was introduced. When trying to gain access from the femoral artery to the aorta, an obstruction was detected in the artery that did not allow the progression of the catheter. The patient suffered a hemodynamic alteration with severe hypotension. The physician decided to stop the procedure. Eco doppler exploration was performed to exclude an arterial perforation. The patient was transferred to the hemodynamics room. At an unspecified point, the patient died. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. On december 21, 2018, additional information was received. The pentaray catheter was then removed and the thermocool® smart touch® sf bi-directional navigation catheter was introduced under fluoroscopic guidance. It was also noted that at an unspecified point, the patient died due to a blood clot. The patient¿s date of death was november 8, 2018. After further review on december 11, 2018, the assessment was made that the obstruction detected in the femoral artery was related to an artery/vascular damage. The device was visually inspected, and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, an irrigation test was performed, and the catheter failed, water leakage was observed. A failure analysis was performed and the shaft next to the handle was opened and the irrigation tube was found damage causing the water leakage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the irrigation tube damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30030838l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: biosense webster, inc. Product - pentaray nav eco 7fr, f, 2-6-2: catalog #: unknown, lot #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf bi-directional navigation catheter and developed coronary artery stenosis and posteriorly died. During the procedure, the pentaray catheter was introduced through retroaortic access to perform left ventricle (lv) mapping. The pentaray catheter was then removed and the thermocool® smart touch® sf bi-directional navigation catheter was introduced. When trying to gain access from the femoral artery to the aorta, an obstruction was detected in the artery that did not allow the progression of the catheter. The patient suffered a hemodynamic alteration with severe hypotension. The physician decided to stop the procedure. Eco doppler exploration was performed to exclude an arterial perforation. The patient was transferred to the hemodynamics room. At an unspecified point, the patient died. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 1/7/2019. Therefore, populated . Device available for evaluation?. Is device returned to manufacturer? . Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On december 21, 2018, additional information was received. The pentaray catheter was then removed and the thermocool® smart touch® sf bi-directional navigation catheter was introduced under fluoroscopic guidance. It was also noted that at an unspecified point, the patient died due to a blood clot. The patient¿s date of death was (B)(6) 2018. Per the additional information received on the blood clot and the date of death was added to ¿date of death¿. After further review on december 11, 2018, the assessment was made that the obstruction detected in the femoral artery was related to an artery/vascular damage. Manufacturer's reference # (B)(4).